Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. No ramping numbers or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm during the call. The customer also reported that the numbers continued to scroll while trying to give corrections. The customer's blood glucose was 122 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.